Manufacturer narrative:
Describe event or problem: the referenced pump exchange was reported under medwatch MFR report# 2916596-2011-00509. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 2 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient has suspected pump thrombus. The lactate dehydrogenase is in the 1200 u/l range. The patient has been on this pump for the last 7 years, with 1 previous pump exchange in 2011. The patient is symptomatic. The patient has only been on aspirin therapy for the last 4 years due to frequent falls and a subdural bleed. The lvad flow power is stable, urine is clear and free of urobilin. Crt is up from baseline 1.1 to 1.6 with mild bump in liver function test (lft) and more anemic. The lvad has a higher pitched sound on auscultation. Heart failure symptoms are unchanged at this time. The lvad clinician noted that the symptoms are very similar to what the patient experienced in 2011 with the last pump which was a thrombus event. At that time, a large ring of organized thrombus at the inflow bearing was found during evaluation. The lvad team at that time had waited to exchange pump because the flow and power were stable but the patient had progressed to cardiogenic shock pre lvad exchange and was on dialysis post exchange. The patient is now 6 years older this time. Additional information was requested but was not provided.